Event description:
Litigation alleges pain.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
After review of medical records patient was revised due to failed left hip resurfacing with intraoperative calcar fracture of the proximal femur. There was also a significant metallosis reported. Updated date of implant.